Manufacturer narrative:
Visual and photographic inspection concluded that the device has a portion of the polyethylene bag stuck to the distal tip of the device. The device was being used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the implant package was opened during surgery, the inner plastic was noted as stuck onto the implant. The plastic could not be removed from the implant and surgery was completed with a new implant. There was no delay in surgery or patient harm.